Event description:
The customer reported that she had a motor error alarm on the insulin pump. Customer stated that she was trying to prime the pump and then she received a motor error. Customer reported that she had changed her site and went to the kitchen to refill the reservoir. Customer's blood glucose was 123 mg/dl. Customer stated that she received a motor position encoder error alarm while troubleshooting for the motor error alarm on the phone. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.